Event description:
It was reported that during insertion of the iab, the spring wire guide would not exit the central lumen. As a result of this, the entire assembly was removed and replaced. There were no pt complications.